Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the fenestrated bipolar forceps instrument be returned for failure analysis (fa) testing. The product has been received and the fa is still in progress.

Event description:
It was reported that after a da vinci-assisted unilateral inguinal hernia surgical procedure, the fenestrated bipolar forceps instrument was observed to have a snapped cable. There was no reported injury. Isi followed up with the customer and obtained the following additional information: the customer was unable to identify which case the reported issue came from and did not have further details to provide. The customer additionally advised that no reports were received, and thus, there was no patient injuries on the indicated event date.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The fenestrated bipolar forceps instrument was analyzed and found to have a frayed grip cable at both the proximal clevis hole and the grip hub, but the cable was not fully broken. The frayed cable strands stuck out at the wrist. There were no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking.

Event description:
Refer to h10/h11 for follow-up information.